Event description:
During a laparoscopic gastric bypass procedure, two instruments misfired. When the surgeon attempted to start the firing trigger, it stopped and would not cut. There was no pt consequence.